Event description:
It was reported that the surgeon attempted to insert an aa4204vf silicone single piece lens but the lens became stuck in the cartridge. There was no patient contact or injury. Another same type lens was implanted. The patient's current condition is good.